Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open oesophageal resection performing neo-oesophagus from the stomach, while being applied to the stomach (mid/upper part), the device partially fired, leading to an incomplete staple line, and was resolved by oversewing. The surgeon had to hand sew the opening where staples must have been with several sutures pds 4-0. Stapler cut the tissue without placement of the staples on the patient site of the knife. The staples were properly formed on the specimen side and no placement on the patient side. The surgeon had to over sew the transection line for proper closing of the stomach ( neo/oesophagus in oesophageal resection). Patient incurred a permanent tissue damage as a result, it had a damage on the wall of the neo-oesophagus. The patient is alive and still in the hospital that is normal for this intervention but he is not well, there is a suspicion of a leakage, his inflammatory values are increasing and he is undergoing a CT scan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the patient is doing well and recovered after it looked like he had a leakage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The loading unit was received fully fired with an engaged interlock. Microscopic inspection revealed damage to the knife blade. Functional testing noted no abnormalities. The unit cycled properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.